Event description:
During preparation after the device was removed from the dispenser hoop, the catheter shaft was found to be broken. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the catheter shaft was broken. In the additional information it is stated that the dispenser hoop was not flushed prior to remove the catheter. The labeling states: "flush dispenser coil prior to removal from dispenser coil. Once product is hydrated do not allow to dry, do not reinsert product into dispenser." The device was found to be broken after it was removed from the dispenser hoop. It is probable that the device was damaged upon removal from the hoop during the preparation as the device was not flushed. Therefore, a probable assignable cause of dfu instruction not followed has been assigned to this complaint.

Event description:
During preparation after the device was removed from the dispenser hoop, the catheter shaft was found to be broken. There was no patient involvement.